Manufacturer narrative:
Device was used for treatment, not diagnosis. Only the subject device screw head was received for evaluation on may 19, 2016. A manufacturing investigation was performed for the subject device (ti low profile neuro screw self-drilling 5mm, part number 400.835, lot number unknown). The subject device was received missing the screw shaft; therefore, no dimensional measurements could be made. Microscopic inspection shows strong plastically deformation inside the cruciform recess of the sheared off screw head. This plastically deformation clearly indicates mechanical overloading during insertion of the screw. Too much applied torsional force in clockwise direction caused the breakage of the screw head. The lot number of the subject device is unknown therefore a device history record review could not be performed. No indication for product-related issue was found during the investigation. The complaint condition is confirmed; however a root cause cannot be definitively determined based on the reported information. Mechanical overload during insertion is most likely the cause of the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. (B)(4) lot unknown. Device broke during insertion; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that during the cranioplasty, a screw broke at its head. The surgeon inserted all the screws the same way as usual. However, only the 5mm screw broke. No surgical delay was reported. No adverse consequences were reported. No information about patient condition received. This is report 1 of 1 for (B)(4).